Manufacturer narrative:
Details of complaint: the customer reported that three central nurse's stations (cnss) were in comm loss with the monitored gz transmitters. No patient harm or injury was reported.investigation summary: nihon kohden technical support (nk ts) reached out to clinical (cits) to remote into the server. Cits remoted into the server and collected ip addresses for the gz devices experiencing communication loss. A follow-up correspondence with the customer resulted in an email from them stating the issue was resolved. No further information was provided. With the information available, it is reasonable to determine the root cause to be the facility's network environment. Most likely causes are a failed network switch or duplicate ip that could have been resolved by power cycling the device. A review of the serial number history shows a recurrence of the reported issue on ticket ((B)(4)).

Event description:
The biomedical engineer (bme) reported that the 3 central nurse's stations(cns) were in communication loss with the gz telemetry transmitters. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the 3 central nurse's stations(cns) were in communication loss with the gz telemetry transmitters. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 03/04/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded with some of the concomitant device information but no patient information. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni) some of the devices, as attempts to obtain information were made but information was not provided. Attempt #1 03/04/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded with only the following concomitant device information. Central nurse's station model: cns-6801a sn: (B)(4). Telemetry transmitters model: gz-120a sn: (B)(4). Model: gz-130a sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the 3 central nurse's stations(cns) were in communication loss with the gz telemetry transmitters. No patient harm was reported.